Manufacturer narrative:
(B)(4). Batch # p58257. Device analysis: the analysis found that one pse45a device was returned with no apparent damage and with an ecr45w partially fired 1/10 cartridge loaded on the device. During further evaluation, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the device. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
During a radical nephrectomy, the device become locked out when commencing transection of a pedicle. Surgeon was able to dislodge the stapler and believes it is was a stapler issue. The device was put aside and new device opened. No further issues reported. No delay in surgery, no patient consequences.